Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage/ essure confirmation showed: right occlusion only') in an adult female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 1995 and normal birth. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("displaced essure coils"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery ((B)(6) 2018 salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, bladder disorder, urinary tract disorder, cyst and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, cyst, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, breakage, cysts, fibroids. Discrepancy noted in insertion date (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) result: right occlusion only. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: reporter added, lot number added, medical history added, event displaced essure coils added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage/ essure confirmation showed: right occlusion only') in an adult female patient who had essure (batch no. 626288) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 1995 and normal birth. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation ("displaced essure coils"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (B)(6) 2018 salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, bladder disorder, urinary tract disorder, cyst and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, cyst, device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, breakage, cysts, fibroids. Discrepancy noted in insertion date (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) result: right occlusion only. Lot number: 626288 manufacturing date: 2007-12 expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage/ essure confirmation showed: right occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery ((B)(6) 2018 salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, cyst and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, cyst, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, breakage, cysts, fibroids. Discrepancy noted in insertion date (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of ptc. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage/ essure confirmation showed: right occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery ((B)(6) 2018 salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, cyst and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, cyst, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract disorder and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia, breakage, cysts, fibroids. Discrepancy noted in insertion date (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) result: right occlusion only. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : previously added ¿injury¿ was replaced with ¿device breakage¿. New events -¿pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), problems: bladder problems, urinary problems, other injuries/symptoms: cysts, fibroids", lab data were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.